Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, field data review, and in-house testing. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 70400ud00. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances, potential nonconformances, or deviations with lot number 70400ud00 and the complaint issue. Review of instrument data reports shows that the median patient result for the master lot falls within +/-3sd of the established baseline, indicating the reagent lot is performing acceptably on market. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 70400ud00. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (reference range 9.01-19.05 pmol/l): sample ID (B)(6) (19-year-old female) (B)(6) 2025 initial result = 24.4 pmol/l, (B)(6) 2025 centrifuged same sample and result with lot 71598ud00 = 15.3 pmol/l. Sample ID (B)(6) (51-year-old male) (B)(6) 2025 initial result = 27.0 pmol/l, centrifuged same sample and result = 14.7 pmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p70, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (reference range 9.01-19.05 pmol/l): sample ID(B)(6), (19-year-old female) (B)(6) 2025 initial result = 24.4 pmol/l, (B)(6) 2025 centrifuged same sample and result with lot 71598ud00 = 15.3 pmol/l. Sample ID (B)(6), (51-year-old male) (B)(6) 2025 initial result = 27.0 pmol/l, centrifuged same sample and result = 14.7 pmol/l . No impact to patient management was reported.